Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device of the lead was received and analyzed. Analysis of the device memory indicates that the impedance trend on the right ventricular (rv) pacing lead was decreasing and pacing capture management shows intermittent rv pacing capture. There was oversensing due to non-physiologic signals/short interval counts (sic) with 184 ventricular sic over a 21 day period in (B)(6) 2014. The rv pace impedance was steady at 475 ohms through (B)(6) 2013 with trending decrease of 300-350 ohms from (B)(6) 2013 (B)(6) 2014. The rv impedance had maintained impedance going forward. The rv sensing had trended between 15 and 20 millivolts (mv) from (B)(6) 2013 to (B)(6) 2014. The rv sensing then declines to 2-4mv starting (B)(6) 2014. The rv sensing was variable in august between 3-19mv. The thresholds were varying between .625 volts and 1.625 volts between (B)(6) 2013 and (B)(6) 2014.

Event description:
It was reported that there was a decrease in r-wave amplitude sensing by the right ventricular (rv) lead. The lead impedance had also decreased. The capture threshold had increased with short interval counts (sic) on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.